Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 (B)(4) (rep): information related to the pp not working in captured in pe (B)(4). A manufacturing representative (rep) reported that when they opened the implantable neurostimulator (ins), at implant, the torque wrench had punctured through the packaging. A new ins was opened and used. The issue was resolved at the time of the report. There were no patient symptoms reported. It was noted that the device will be returned. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
Analysis of the implantable nuerostimulator (ins) revealed that the ins packaging was damaged. It was noted that the wrench tip had perforated the lid of the ins packaging.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.